Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the harvester was having trouble maintaining the tunnel. The harvester claimed the distal insufflation failure on the cannula. The same device was used to complete the procedure with difficulty. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the investigation was completed and the device meets performance specifications for cannula leak rate and distal insufflation rate specifications. The reported complaint was not confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.